Manufacturer narrative:
The complaint of a leak from the catheter was confirmed but the cause is unk. The products returned for eval were a 2fr s/l per-q-cath PICC, a stylet, and a t-lock assembly. The stylet had been removed from the catheter prior to the sample being returned to bas. The samples appeared unremarkable to gross visual examination. Tactile eval of the catheter was unremarkable. The overall length of the returned catheter was 14.6". The catheter was patent to infusion. However, a bubble of fluid was seen on the catheter 8.3" from the proximal end of the catheter when the sample was hydraulically pressurized. Microscopic examination of the leak site revealed a pinhole sized angular split. The mechanism which caused the hole in the catheter is unk at this time. Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the mfg process. A lot history review (lhr) of rewa1394 showed three other similar product complaint(s) from this lot number: (426760, 426784, 437860).

Event description:
It is reported that after performing the procedure, when tested reflux blood, a leakage was observed in the proximal region of the catheter. During investigation, leak was found in mid-catheter. This was a subcutaneous leak.